Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external water leak was observed originating from the ¿bottom¿ of the ak 98 machine during disinfection. The leak was further clarified at the point of the u9000 set. There is no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, the device was evaluated on site by a non-baxter technician. During visual inspection the technician found that the leakage was due to a joint inside the machine disconnected. The pipeline was connected, and the machine was operational again. The reported condition was verified. Since the machine was not evaluated by baxter qualified personnel, the cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.